Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-04-12: incoming information received indicated that the cause of death is acute myocardial infarction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced bradycardia and hypotension. A transesophageal echocardiogram was performed, which showed no cardiac tamponade. After several seconds of cardiac stimulation, the patient showed loss of capture and asystole. The case was aborted and the patient was under general anesthesia. Cardiopulmonary resuscitation (CPR) was then immediately started. A cardiac catheterization was also performed, which showed an occlusion or blockage of the anterior descending coronary artery branch. After prolonged CPR, the patient was declared dead.